Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate. Implant was in proximity to buccal plate and did not integrate. It was replaced with a larger implant with grafting.